Event description:
The device was used during a thoraco bullectomy. Reportedly, after firing, the staples would not form properly and bleeding was noted at the staple line. Another device was used to finish the procedure. No pt injury was reported.